Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when removing the shield the thumb press was found to be broken. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the hub was broken when remove the shield.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 29g x 12.7mm, 0.3ml bd insulin syringe. Consumer reported the hub was broken when remove the shield. It later reported that the syringe thumbpress was broken. The returned sample was examined, and it was observed that the plunger rod was broken. No needle-hub separation was observed on the returned samples. Unable to perform DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle hub separates). As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) loose 29g x 12.7mm, 0.3ml bd insulin syringe. The sample was decontaminated per (B)(4) prior to being evaluated. A visual evaluation of (1) syringe found a syringe that has a broken thumb press. The syringe nor the plunger do not appear to be bowed. There is a light coverage of silicone on the inside of the barrel and the plunger is easy to pull out of the syringe, however breakout and sustaining test cannot be performed as there is no thumb press on the syringe. There was no other damage to the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were not looked at, as no batch information was given. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when removing the shield the hub was found to be broken. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the hub was broken when remove the shield.

Manufacturer narrative:
When the sample was returned the thumb press was broken not needle hub separation. This new information changed the description of event or problem. B.5. Describe event or problem: it was reported that before use of the bd ultra-fine¿ insulin syringe when removing the shield the thumb press was found to be broken. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the hub was broken when remove the shield. D.10. Device available for eval? Yes. D.11. Returned to manufacturer: 2019-08-01. H.2. Device return to manuf .? Yes

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when removing the shield the thumb press was found to be broken. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the hub was broken when remove the shield.